Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead was attempted to be implanted and was not used and replaced for unknown reason. No further information was available.